Event description:
Reporter alleged blood glucose measured 32 mg/dl back to back with a result of 140 mg/dl when tests were performed at the same time. Customer stated when glucose was low, she would self treat with a piece of candy, some juice, or peanut butter crackers. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.